Event description:
It was reported a there was revision surgery due to the migration of the implant and radicular pain. The surgeon removed the device and performed an instrumental fusion.

Manufacturer narrative:
E4: information was entered in error; there are no changes from the initial submission. Information added to d8 and h6: component codes, type of investigation, investigation findings, and investigation conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for one (1) of one (1) mobi-c implant (pn unknown) for the failure of migration leading to revision surgery. Medical records were not provided for review. Potential cause: root cause was unable to be determined. Product was not returned and medical records were not provided for review. DHR review and related actions: DHR review was not completed as the lot number is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a there was revision surgery due to the migration of the implant and radicular pain. The surgeon removed the device and performed an instrumental fusion.